Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the customer, on distribution centers to be analyzed. The entire lots have been sold and distributed; please see attachment for stock search. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. Causality was attributed to a touch contamination event; however, specifics were not provided. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the fmc cassette can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) was diagnosed with an infection. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2012 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided) until the patient¿s peritoneal effluent culture returned positive for staphylococcus epidermidis on (B)(6) 2012, and the vancomycin was discontinued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient remains on incenter hemodialysis. The patient could have returned to pd, however the patient felt incenter hemodialysis was a better fit for his lifestyle.